Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney did allege injuries and surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol sepramesh ip device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2009, the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) and an unspecified bard/ davol sepramesh. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As alleged, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the ventralex (device #1). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.